Event description:
The customer reported that the device doesn't work on battery, but it works on mains. They also noted a buzzing noise when switching the device on. There was no pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.